Event description:
A complaint received by proxy biomedical on the (B)(6) 2012, via the polyform distributor (B)(4) states that the pt is experiencing pain during intercourse (dyspareunia). The boston scientific rep reported that the physician attempted to remove the mesh, however it is unk if the entire mesh was removed from within the pt. The report was made by the pt¿s physician (dr. (B)(6)) the pt is identified as ¿(B)(6)¿. It is unk if the pt has pre-existing medical conditions. The polyform product involved is a 10cm x15cm size ¿ the lot number has not been provided. The date of implantation or the date of the intervention surgery has not been provided. The date of the ¿event¿ has been reported as the (B)(6) 2012.

Manufacturer narrative:
Eval method: device was not returned for eval. Conclusion: inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Dyspareunia can be caused by mesh erosion is a documented risk associated with the polyform device ¿ reference design fmea and polyform product insert (instructions for use).